Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced sweating and felt hot. Eventually a pacemaker was implanted. No additional information is available. No further patient complications have been reported as a result of this event.